Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to displacement of iol. In a follow up, the reporter indicated that the surgeon does not know the cause of the event.

Manufacturer narrative:
Two returned lens samples were toric lens models and could not be individually distinguished, therefore both evaluations will be reported for each individual file. The two lenses were returned with solution, optic damage and were torn/cut into pieces. The toric markers are observed on each lens optic. A lens bench evaluation cannot be conducted due to the optic damage. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unspecified cartridge and an unspecified handpiece with a non-qualified viscoelastic. The root cause could not be determined for the reported ¿exchanged due to displacement¿. The returned lenses were damaged and were torn/cut similar to damage seen when explanting a lens. While we are unable to determine the root cause of the lens damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).